Event description:
The following was reported to hamilton medical ag: summary: tf 231005 during operation on (B)(6) 2023 at 23:22:08.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective inspiratory valve. Correction: replace inspiratory valve. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: tf 231005 during operation on (B)(6) 2023 at 23:22:08.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective inspiratory valve. Correction: replace inspiratory valve.